Event description:
It was reported that when using the bd pyxis¿ medstation¿ es matrix drawer 6 repeatedly failed. Customer reported that they had been pulling out some medications when the issue started. The customer stated that this malfunction occurred while dispensing the medication and the user managed to get the medication from pharmacy, which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 21-apr-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the device matrix drawer 6 failed. The field service engineer (fse) found that the open/close sensor on the matrix drawer was faulty. The fse replaced the optical sensor, ran diagnostics, and verified proper operation in the application, which also confirmed with the customer and the issue was resolved. The system functioned as intended after the field service engineer repaired the device.